Manufacturer narrative:
Contaminant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c6gq, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported the patient was on program 1 at 3.0 volts and she was barely able to feel stimulation. It was unknown where she did feel stimulation. The patient had been at 3.0 volts for 1 week by the time of the report. Since they moved to palm bay, the patient had trouble with regulating her therapy. They upped the amplitude twice with no resolve. The patient was leaking urine. It was noted the implant was on but not doing any good at the moment. They saw an urologist that confirmed no infection was present. While the patient experienced a loss or change in therapy, she could still feel stimulation. This was considered a sudden change in symptoms that occurred in (B)(6) 2015. They were going to try other programs after the call and reach out to clinicians. Indications for use included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.